Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. The quantum apex balloon catheter had been successfully utilized for post dilatation of an unspecified stent; however, the balloon became caught on the stent during removal. In order to release the balloon, the physician made several attempts to extract any additional contrast, but excessive force was still necessary in order to remove the quantum apex. The balloon was removed intact. There were no patient complications reported and the patient's status is ok.